Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by arthroscopy, sports medicine, and rehabilitation titled "year outcomes of the anatomical front and back reconstruction for scapholunate dissociation." The study reviewed twenty (20) patients who underwent hand and wrist procedures using arthrex swivelock to treat carpometacarpal joint arthritis. Two (2) patients had reoperations during the seventeen (17) month follow-up period. Ref: haeberle h.s., defrancesco c.j., yang b.w., victoria c., wolfe s.w. One-year outcomes of the anatomical front and back reconstruction for scapholunate dissociation.